Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-20, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ipth results for multiple patient samples. The customer provided information for two patients. The customer stated one patient generated an ipth result of 12.9 pmol/l but did not provide any ipth results generated for this patient on a competitor method. This patient was a child who was diagnosed with men1 syndrome. This patient underwent a necessary parathyroidectomy based on an elevated calcium result of 2.93 mmol/l. The customer does not believe the architect ipth result to be significant in the decision to perform surgery. A second patient generated an initial ipth result of 8.1 pmol/l on (B)(6) 2014. This patient was referred to a surgeon where the patient was tested again for ipth and a result of 8.7 pmol/l was generated. The patient's vitamin d and calcium results were normal. The patient was then discharged. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.